Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.